Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Event of stent partially deployed. An ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the return device found that the stent was partially deployed by 6 mm with only the proximal crochet stitches intact. During the product analysis, the investigator was able to retract the deployment suture and fully deploy the stent however the catheter bowed excessively and the shaft broke at the position of the kink. No issue was noted with the profile of the partially deployed stent or the crocheted loops. Initial examination found that the catheter was kinked immediately distal to the hole where the release suture passes into the lumen of the main shaft. This damage identified during the product analysis is consistent with meeting resistance during deployment. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal stent was implanted to treat a malignant stricture in the lower esophagus during an esophageal stenting procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had been dilated prior to stent placement. During the procedure, the physician attempted to deploy an ultraflex esophageal stent but the deployment suture would not release and the physician felt that it was too tight and could not deploy the stent. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.